Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that during an initial procedure, the inserter threads broke off in the stem during implantation. There was no patient impact or injury. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the handle had scuffing in multiple locations along with indentations on the strike plate. The inner shaft has wear lines in multiple locations including near the fracture site. The device had fractured at the threaded tip. Complaint confirmed based on evaluation of returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threads of the stem inserter broke off while implanting the stem. No patient impact or injury. No pieces fell in the patient and the procedure was completed using another device. There is no additional information available at the time of this report.